Manufacturer narrative:
D10 concomitant medical product: sc-692, sc-692 caprosyn* 3-0 und 75cm c13 x36 (lot#d3j3195fy); sc-692, sc-692 caprosyn* 3-0 und 75cm c13 x36 (lot#d3j1737fy); sc-692, sc-692 caprosyn* 3-0 und 75cm c13 x36 (lot#d3j1737fy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the skin closure of the trocar incisions, there was a suture appearance issue with the device during the same event involving four defective sutures with the same patient. It was noted that the whole strand started to absorb already. The issues were associated with two different lot numbers. There were no consequences or impact to the patient reported.